Event description:
Driver cross threaded onto lag screw necessitated implant removal and extended the surgical procedure.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.